Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cut down was to be initially performed and not suture preplacement, however, it was determined to attempt proglide suture closure. Seven proglide devices were attempted; however, when the plunger was removed, no suture came out for all proglide devices. Proglide use was abandoned, the access site cut down, the sheath upsized to 16f and the tavr procedure was completed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.